Manufacturer narrative:
Product complaint #: (B)(4). The purpose of this MDR submission is to report the findings of the device investigation. The embolic coil was noted to being stretched and kinked, meeting regulatory reporting criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. Initial reporter phone: (B)(6). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2020-00019. Complaint conclusion: as reported by a healthcare professional, during a cerebral coil embolization of a ruptured aneurysm, two 2mm x 6cm galaxy g3 mini coils (glm920060, l16184) were not able to be inserted into a sl10 stryker microcatheter (mc). The coils were replaced with another coil, a galaxy g3 xsft and a galaxy g3 xsft and were inserted without any problems. No further information is available. On pre-shipment pictures were received. Based on the photos provided, the embolic coil was found inside the introducer with some kinks on it. No other damages were noticed. Based on the device investigation, the galaxy g3 mini coil was found kinked and stretched. One non-sterile unit galaxy g3 mini 2mm x 6cm was received inside of a pouch. The received device was visually inspected, no damages were noticed. Then a microscopic inspection was performed, the embolic coil was found kinked and stretched still inside of the introducer, no other damages were observed. Also, the marker band was found at 41cm from distal end which its within specification. A manufacturing record evaluation was performed for the finished device l16184 number, and no non-conformances related to the reported complaint condition were identified. The complaint reported by the customer ¿detachable coil delivery system (dcs)- impeded in microcatheter with no loss of cerebral target position¿ could not be evaluated because the embolic coil was found kinked and stretched still inside of the introducer and it was unable to move. However, the damaged condition noted on the embolic coil may have contributed to an impediment and due to this we can confirm the complaint. The kinked and stretched condition appears to have been caused by excessive force and handling being applied to the device however none of those can be conclusively determined. Neither the device history record review nor the product analysis suggest that the reported failure could be related to the manufacturing process of the unit. The instructions for use (IFU) warns that if the microcoil system becomes immobile in the infusion microcatheter, apply a gentle push-pull motion to free it. If unsuccessful, remove both microcatheter and microcoil system together as a unit and replace with new devices. The exact circumstances surrounding the observed damage cannot be determined based on the condition of the returned device; however, the application of undue force against resistance could cause damage to the device. An embolic coil becomes stretched when an excessive pull force is applied to the device. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and in the condition the device was received. However, it is possible that clinical and procedural factors, including device manipulation / interaction, aneurysm size and vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported issue. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by a healthcare professional, during a cerebral coil embolization of a ruptured aneurysm, two 2mm x 6cm galaxy g3 mini coils (glm920060, l16184) were not able to be inserted into a sl10 stryker microcatheter (mc). The coils were replaced with another coil, a galaxy g3 xsft and a galaxy g3 xsft and were inserted without any problems. No further information is available. On pre-shipment pictures were received. Based on the photos provided, the embolic coil was found inside the introducer with some kinks on it. No other damages were noticed. Based on the device investigation, the galaxy g3 mini coil was found kinked and stretched.